Event description:
Related manufacturer report numbers 3006705815-2022-01571 and 3006705815-2022-01572. It was reported that the patient was not receiving effective therapy from their system. It was also found that the ipg was shifting around in their body. In turn, surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.